Event description:
The customer received a questionable troponin t quantitative (tnt) result on their cardiac reader. The patient's tnt result from the cardiac reader was negative. The emergency physician was present during the incident. A patient sample collected at the same time as the cardiac reader was sent to the hospital's laboratory and tested on a vitros analyzer. The troponin I result was 0.043 ug/l accompanied by a data flag. Later that day, the patient had another sample tested on the vitros analyzer and the troponin I result was 0.022 ug/l. On (B)(6) 2012, the patient had a third sample tested for troponin I on the vitros analyzer and the result was 0.013 ug/l. The patient was diagnosed with a myocardial infarction and the customer considered the tnt result to be a false negative. No death has occurred, but it is unknown if the patient was adversely affected. The tnt strip lot number and expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The customer returned the cardiac reader and a box of cardiac troponin t test strips for investigation. After starting the customer's meter, an error message appeared and no measurements were possible. The returned strips were tested on and the results were within the lot specific value range and all tests fulfilled the requirements. Based on the investigation and the information provided, no product issue was found.

Manufacturer narrative:
The cardiac troponin t strip lot number was 28056411 and the expiration date was 12/31/2012.